Manufacturer narrative:
Evaluation summary: there were kinks on the hypotube of the device. The stent was positioned on the balloon between the marker bands as per specifications there was deformation to the 25th distal stent segment with raised struts. There was slight deformation to the distal tip of the device. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Event description:
It was reported that the physician intended to use an endeavor resolute drug eluting stent. The device was inspected with no issues found. The lesion was pre-dilated. Resistance was noted while advancing to the lesion , no excessive force was used. During the operation it was reported that the stent could not cross the lesion. The physician re-dilated the lesion for several times and attempted to implant the stent but its still would not cross the lesion. After repeated attempts, the stent deformed. The physician stopped trying to implant the stent. Procedure was not completed. No patient injury was reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.